Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. The customer troubleshoot with technical support and was advised to replace the flow sensor assembly. No parts returned to failure investigation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the flows were out of spec during performance verification testing. The device was not being used for treatment when the reported event occurred.